Manufacturer narrative:
(B)(4). It is unknown if the product will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that a patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts for additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported that patient was revised due to wear of the acetabular liner. During the procedure, the femoral head and acetabular liner were removed and replaced. No additional patient consequences were reported.

Event description:
It was reported that a patient has been indicated for revision due to unknown reasons, the head and liner were exchanged. Attempts for additional information on the reported event is unavailable at this time.